Event description:
On tuesday, (B)(6), my (B)(6) son had a dexcom g4 continuous glucose monitor applied to him for the first time. We did it in the office, so that my husband and I could be trained. The dexom rep, (B)(6), showed us how to apply it (to his abdomen), but was very rushed and I felt very ill prepared. While prepping the monitor, (B)(6) said I did something wrong, but he "thought it would probably be okay." Then, as I was applying it, (B)(6) grabbed it from me to get it done quicker. My son screamed in agony for 20 minutes, which (B)(6) told us was normal. (B)(6) kept rushing as he stated he had another appointment and he did not want to be late. My son continued to cry in pain on the drive home; my husband and I knew something was wrong. Then, the dexcom receiver told us there was a "sensor error/replace sensor." We had to go back to the hospital, where the nurse and I removed the sensor (as we were shown in the online tutorial) and we replaced it, this time on his back. He didn't even finish the second time, so we knew the first application was not done correctly. He continued to complain for days about the "pokey thing in his stomach." I could feel something strange under his skin at the application site. I called our endocrinologist who sent us to the pediatrician, who sent us to the hospital for an ultrasound and x-ray. The x-ray showed that the dexcom g4 sensor had broken off under my son's skin and was stuck in his abdomen. They are sending us to a pediatric surgeon. At this point, all of his doctors are anticipating surgery to remove the dexom sensor. My (B)(6) was just diagnosed with type 1 diabetes 6 weeks ago. He spent 5 very long and hard days in the hospital, received between 4-6 injections per day, numerous finger pricks, and has had to completely change his diet. This poor little guy has been through a great deal, and now has to have surgery. I spoke with dexom and told them that while we appreciate and need their product, there is a significant product defect that needs to be fixed. We would greatly appreciate your help with this matter. Thank you.